Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not resume pumping after being put on standby. There was no patient harm and no adverse event reported.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not resume pumping after being put on standby. There was no patient harm and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and reviewed the fault logs. He found error codes 71 and 54 indicating a problem with the iabp recognizing all of the boards. The stm ran the configuration operation and noted the configuration was reporting 2 power management boards and no printer. The stm also noticed there was saline residue on the iabp. The stm reloaded the software but the configuration was still reporting incorrect boards. The stm replaced the executive processor board and the back plane board but the configuration was still reporting incorrect boards. The stm then replaced the printer interface and printer assembly. The configuration then reported the correct boards. The stm then performed function tests and electrical safety checks. The iabp passed all functional and safety tests per factory specification and was returned to the customer for clinical use.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not resume pumping after being put on standby. There was no patient harm and no adverse event reported.